Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was to perform a ventriculoperitoneal shunt; however, during the pre-operative water testing, they found that the valve was leaking.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, pressure-flow, preimplantation, and leak testing. However, it did not meet the requirements for reflux testing. There was debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. Approximately 7.5 cm of the ventricular catheter was returned. It met the requirements for patency and leak testing. Approximately 90 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.